Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital with hemoptysis and was admitted on (B)(6) 2023. The patient was found to have a tongue polyp. During hospitalization, the patient bit the polyp off on accident and required oxymetazoline to the patients oral cavity to help control the bleeding. Their international normalized ratio (inr) goal was decreased to 1.8-2.5 and aspirin was discontinued on discharge with a plan not to resume. The device operated as intended and the patient was discharged on (B)(6) 2023.